Event description:
General medical corp. Received a response from their manufacturer, plasco, inc concerning this ufr report: as the manufacturer of this device, on may 18, 1994 we also submitted an MDR for this event. Our investigation classified this event as a user error with no corrective action required. The printed directions for use on the carton require removal of the sheath from prelubricated tip.